Event description:
It was reported that the user experienced persistently elevated blood glucose readings after a supply change, with CGM values reportedly over 400, and subsequently the user passed away; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the family and analysis of information provided by a third party. Investigation of this case revealed no available findings and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.